Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the recharge interval was consistent with the stimulation usage. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and a manufacturer representative. It was reported that the patient was charging too often (about every 3 days). It was reported that the patient was electrocuted when they were plugging their car into an outlet in their house (not caused by the device). The impedances were checked and were found to be good. Based on the patient¿s settings (800hz, 90pw 3.6v, 431 ohms), the recharge interval should be 3.5 ¿ 4 days. No related symptoms or complications were reported.